Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The patient reported that it shocked her. The patient reported that she had to keep the stimulation very low or it shocked her. The patient reported that she thought one of the leads was off or moved because they did an x-ray on it. No further complications were reported.